Event description:
It was reported that this pacemaker device was explanted after 10 years of being implanted, due to history of a field safety notice. At this time there is no known allegation of product malfunction. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.